Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs), alleging that their onetouch ultra easy meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began 1 week prior to contacting lfs when they opened a new vial of strips (exact date and time not communicated). The patient stated that they manage their diabetes with a fixed dose of regular insulin and denied making any changes to their usual diabetes management regimen as a result of the alleged issue. The patient reported that a few days prior to contacting lfs (exact date and time not communicated), they developed hypoglycemic symptoms of feeling ¿hungry and sweaty¿. In response to the symptoms, the patient claimed they tested their blood glucose with the subject meter and obtained an alleged inaccurate high result of ¿160 mg/dl.¿ despite the elevated reading, the patient claimed they ate food as self-treatment for the symptoms. The patient informed the cca that medical intervention was not required as generally they have a tendency of hypoglycemia. The patient denied using any other device to test their blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. However, the cca noted the incorrect testing procedure was being followed. The cca educated the patient on the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.